Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs and was able to reproduce issue when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working but the bipolar energy was working properly. The customer stated that they connected an external generator to continue the procedure. The intuitive surgical inc. (Isi) technical service engineer (tse) reviewed the system logs and found related error c-33. The tse advised the customer to reboot the erbe generator. The customer stated that they had done so but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not notice any issues upon powering on the system. There were no observed errors. The customer was able to complete the case robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.